Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 09-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was jammed. A field service engineer (fse) assisted the customer with manually opening and closing the mini pocket using the release in the back. The drawer was recovered and tested in inventory. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es drawer was jammed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.